Event description:
Customer reported the texium leaked at the connection to the smartsite port of the maintenance IV line. The user tightened the texium and restarted the infusion. Several minutes later, the pt reported leaking again after she got up to use the rest room. The texium was replaced, the infusion restarted, and no further leaking was noted. There was no pt harm. The set was later discarded. No add'l info was available.

Manufacturer narrative:
(B)(4).